Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed database synchronization post upgrade. A technical support specialist updated the transport layer security (tsl) settings using internet information services crypto, then remoted into the station and completed a full synchronization to ensure all configurations were applied successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed datasync after the 1.11 upgrade and displayed the error full download failed. I tried performing a manual sync, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.